Event description:
Reporter stated that patient obtained a blood glucose result of 285 mg/dl, while using the suspect device. Patient reportedly opened a new strip vial, immediatley retested, and obtained a result of 42 mg/dl. Based on the value of 42 mg/dl, patient had a sandwich. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.